Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an atherectomy turbohawk plus 6f device was used during a peripheral directional atherectomy procedure to treat a calcified superficial femoral artery lesion located in the mid superficial femoral artery with 70% stenosis, severe calcification, and moderate tortuosity. The vessel was pre-dilated and moderate resistance was felt during device advancement. After the device was flushed and positioned at the lesion site, the collection chamber reached the distal superficial femoral artery lesion where calcification was severe; while the device was not activated and was being withdrawn back to the initial lesion site, the collection chamber separated from the catheter, the tip was reported to have separated at the hinge pin, and the collection chamber broke and remained inside the body. A retrograde puncture was performed, and a balloon was used to push the broken collection chamber back to the femoral artery puncture site where the broken component was removed. Balloon placement and stent placement were then performed to c omplete the procedure.